Event description:
It was reported that during support initiation it was noticed that the primary flow cable was tangled. The probe was unplugged from the console to untangle the cord while the primary console was powering up and then it was reconnected to the primary console. The primary console began alarming s3 and flow signal interrupted after the flow probe was reconnected. The console and motor were operating as expected without a flow reading. The primary flow probe was disconnected and swapped for the backup flow probe but the s3 alarm continued. The team performed a system change to the backup system and there were no further alarms. The patient tolerated the console change. The clinician the restarted the original primary console off of the patient and the s3 alarm was not present after the system swap. The console would not return for evaluation. Related manufacturer reference number: MFR # 2916596-2022-10682.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 and f2 alarm was not confirmed. The centrimag 2nd generation primary console was not returned for analysis. Additional provided information communicated on 06may2022 stated that the serial number of the motor and flow probe are unknown. There have been no further alarms. This was used in a simulation and worked appropriately. This will not be returned to for analysis. There was no impact or harm to the patient. Multiple good faith efforts were sent to confirm the serial number; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the centrimag 2nd generation primary console is unknown. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot system alarms including f2 and s3 alarms. No further information was provided. The manufacturer is closing the file on this event.